Event description:
Event description guidant received information that this device is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. There were no specific allegations or complaints against the device.